Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An asymptomatic patient presented with post-paced t-wave oversensing on the ventricular lead. Device reprogramming was suggested to resolve the issue. There were no adverse consequences to the patient.